Manufacturer narrative:
A lot history of the mesh was reviewed and the product was found to have met all specifications. The device was not returned for evaluation; therefore it is difficult to determine the exact cause of the complaint. Seroma and cellulitis are common complications that can occur after open hernia repair with any mesh. The risk complications increase in pts with comorbid conditions such as liver transplantation.

Event description:
Late onset peri prosthetic collation and abdominal wound cellulitis occurred 3 months after the implant.